Manufacturer narrative:
Product complaint # ==> (B)(4). If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Related medwatch:1221934-2018-50126, 1221934-2018-50128.

Event description:
It was reported that the patient had a reaction severe enough to need the three br anchors removed. The patient reacted and anchors needed to be removed. Per additional information provided by the sales rep on (B)(6) 2018, after a test was done it was determined that the reaction the patient was experiencing was due to a bacterial infection and not the three anchors. The anchors were removed on (B)(6) 2018. After the test revealed that the reaction was a bacterial infection, the case was done again on (B)(6) 2018, with three new like devices. The sales rep did not know what the reaction was but stated that there was some inflammation. The sales rep could not provide any more details.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Furthermore, the sterile processing information provided for this lot of material indicates that this lot was sterilized per specification and no signs of microbiological growth were detected after processing. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch forms: 1221934-2018-50126, 1221934-2018-50128.